Event description:
Sixty-yr-old white female status post left modified radical mastectomy in 1981, with subsequent reconstruction with an implant in 1984, and a subcutaneous mastectomy in the right breast in 1984, and reconstruction with an implant. The pt had an MRI done which showed bilateral implant rupture. On 10/11/94, the pt elected to have bilateral tram flap reconstruction after removal of the implants. The left capsule revealed free silicone. There was no evidence of silicone outside the capsule or extravasation into other tissues. On the right side a tear in the capsule was noted and a large amount of silicone extravasated from the capsule. A contained rupture had gone up into the axillary area. All silicone visible was removed along with the capsule.